Event description:
This report is for use error- home patient (hp) reused other supplies and disconnected/reconnected during therapy. The customer contacted baxter's technical service center to report an issue of check lines and bags which occurred on home choice (hc) during use during dwell 6 of 6. The hp stated that she was connected to the hc and she disconnected the empty heater bag and connected a new bag to the heater line. The baxter technical representative (tsr) explained aseptic set up and assisted the hp in ending therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for use error patient reusing supplies was confirmed. The cause for the use error was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.